Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump generated alert 41 indicating an insulin shaft rewind error, which was verified in device history, and the user was instructed to restart the pump; the alert recurred after restart and the device was replaced, with education provided on backup therapy and shutdown. Symptoms included no reported adverse clinical effects, and the user¿s glucose was 180 mg/dl with a transition to subcutaneous insulin via multiple daily injections. Outcomes included no hospitalization and temporary interruption of automated insulin delivery with continuation of cgm use. Investigation included review of device history, user troubleshooting with restart, and verification of alert occurrence. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a pump malfunction consistent with an internal mechanical or positioning fault in the insulin delivery mechanism that triggered the absolute range/rewind error. It was concluded that the cause was a device malfunction related to the insulin drive system.